Manufacturer narrative:
Ctl amedica is in the process of reviewing potential MDR's from previous years, as part of due diligence to stay in compliance. This incident from 2019 was internally documented as being reported as an MDR, but the report could not be located in FDA's database. Therefore, this report is being submitted on 12/04/2024 retrospectively for the incident in 2019 to ensure the report was officially submitted. Original manufacturing narrative: after the complaint was initiated, many attempts were made to obtain device information and details. The device involved and described in the incident description was not returned for investigation. The patient is doing well post-surgery and no other issues have been reported regarding this incident.

Event description:
Ctl received notice that during a removal of hardware case (revision surgery), a piece of hardware, the locking cap mechanism of the plate, was found in the patient detached from the plate. The revision surgery was being performed because the patient was experiencing pain, and after further investigation the surgeon discovered that one of the bone screws was out of alignment. After removing that screw, the surgeon noticed the locking cap mechanism had come off of the plate and was inside the patient. The original case date when the plate was first put in was (B)(6) 2017.